Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to battery voltage remaining and as part of a downgrade to dual chamber pacing. This crt-p entire system was replaced with a non boston scientific system. This product has not been returned for analysis. No additional adverse patient effects were reported.